Event description:
Internal battery does not hold charge. The ventilator lasted only for approx 2 hours on internal battery and shut down within 30 seconds after "low battery" and "empty battery" alarm. There was no pt involvement in the incident.